Event description:
Medtronic received a report that seven pipelines failed to open distally and became stretched. The patient was undergoing treatment for an unruptured, saccular aneurysm located in the right posterior communicating artery. The max diameter was 5mm, and the neck diameter was 3mm. The landing zone was 4mm distal and 5mm proximal. The patient's vessel tortuosity was severe. Dual antiplatelet treatment was administered, and the pru level was said to be 80. It was reported that the physician tried with multiple pipelines in various sizes, but the severe tortuosity was causing the devices to stretch and be unable to deploy to the physician's standard. They were finally able to open a pipeline distally and drag it into place, allowing for the device to open and treat the patient successfully. The entirety of the pipelines had been placed in a bend when they failed to open. The pipelines had been resheathed more than 2 times. No additional steps were taken to open the devices. More than 50% of the device had been deployed when the last 4 pipelines failed to open. The patient did not experience any injury or complications. Angiographic results post procedure showed that the patient was treated successfully. The devices were prepared according to the instructions for use (IFU). Ancillary devices include a cook shuttle guide catheter and phenom 27 microcatheter.

Manufacturer narrative:
Continuation of d10: product ID ped2-500-30 (b369079); product type: ; product ID ped2-450-14 (b618823); product ID ped2-500-12 (b350774); product ID ped2-500-14 (b408422); product ID ped2-500-16 (b324517); product ID ped2-500-18 (b609558). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.